Event description:
It was reported that during a lobectomy procedure, the device fired fine two consecutive times. The device was reloaded for the third time and the device misfired with malformed staples. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the device was received with the left wedge band bent upwards and with a cartridge loaded on the device. The cartridge reload was noted to have a wedge band bypass as the right side was fully fired and the left side was unfired. The device was tested for functionality with a test cartridge and when fired, it only fired the right side of the staple line. While no conclusion could be reached on how the wedge band became bent, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the manufacturing process. Wedge band bypass. Other # = e5t04u (zr45g cartridge batch #); exp date = 10/2013 (zr45g cartridge). (Zr45g cartridge): results: (wedge band bypass); conclusions: (wedge band bypass). (Zr45g cartridge): 10/2013.